Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2019-01118; 508-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Dislocated. Poly swap from 32n to 32n semi constrained and added an 8mm spacer.